Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room for syncope. An interrogation of the implantable cardioverter defibrillator revealed that the device was at eri and had delivered high voltage shock during an episode of ventricular tachycardia. Syncope was attributed to the ventricular tachycardia episode. The device was subsequently explanted and replaced. Defibrillation threshold testing was successfully preformed using the new device. There were no further complications.